Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 407652 lead, implanted (B)(6) 2008, 694965 lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery is depleting quickly, the right ventricular (rv) lead exhibited high thresholds and high impedance, and the left ventricular (lv) lead exhibited high thresholds. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery is depleting quickly, the right ventricular (rv) lead exhibited high thresholds and high impedance, and the left ventricular (lv) lead exhibited high thresholds. The device and leads remain in use. No patient complications have been reported as a result of this event. It was further reported that the ICD and rv lead were explanted and replaced, and the lv lead was explanted.